Event description:
Later it was reported that the patients generator was replaced. The lead remains implanted to date. It is unknown if the high impedance was resolved after this surgery.

Event description:
It was later reported by rep that the high impedance resolved after generator replacement. The device was noted to be depleted during surgery. After surgery, the new generator was connected and the impedance was within normal limits. The cause of this high impedance is unknown due to a lack of information received despite follow-up attempts. It is likely that the cause of the high impedance is due to an incomplete pin insertion condition, but this cannot be confirmed to date based on the available information. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. No trauma or manipulation was noted. The patient has been referred to their surgeon. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.